Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette; further described as ¿leakage of fluid on the device¿. This was identified during an unknown cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.